Event description:
It was reported that oversensing was observed on the left ventricular lead upon interrogation. No patient symptoms were reported. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.